Event description:
The customer reported false positive result with the ID now covid-19 assay performed on (B)(6) 2022 using a nasopharyngeal swab. Repeat testing was performed on (B)(6) 2022 using ID now covid-19 assay using a nasopharyngeal swab generating a negative result. Pcr testing was also performed an generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being submitted for the initial and investigation completion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m185870 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m185870 and test base part number 190-430 / lot m185870. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed, unconfirmed, and conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0.011%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.